Event description:
(B)(4). Incident occurred in france. During spinal anesthesia for a cesarean section, the needle broke just behind the base upon contact with a vertebra. The anesthesiologist reported no prior deformation or twisting of the needle. The break occurred immediately. The needle was removed and replaced. No clinical consequences for the patient.

Manufacturer narrative:
This case is considered as closed. If further information becomes available an update will be send to the agency.